Event description:
It was reported that the customer was given a bolus and the numbers in the insulin pump started ramping. Troubleshooting was performed and the device was unresponsive. The father stated that condensation under the display was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage found on the electronic and motor assembly. Further testing was not performed due to the blank display.